Manufacturer narrative:
The reported complaint of difficulty advancing the catheter was not confirmed during the visual and functional testing of the returned solex catheter (lot #199921). No issues or discrepancies were found. No kinks or physical damage was observed to the catheter or balloons. No device malfunction was observed during the testing, and the catheter functioned as intended. Functional testing of the returned catheter was performed. All infusion ports and lumens were flushed without resistance. During the functional pressure leak test, the catheter was connected to a pressurized inflation device, and the balloons were fully inflated when pressurized up to 100 psi; no leak and no issues were found. The catheter functioned as intended. An additional guidewire test was performed: a known-good zoll guidewire was slowly inserted through the central lumen of the catheter, starting at the catheter tip, and exited through the distal infusion luer port without resistance. The guidewire could be passed through the entire length of the lumen with no resistance.

Event description:
The ICU nurse reported that the doctor attempted to place the solex 7 catheter (lot #199921) to initiate ivtm therapy. After advancing the catheter a short distance over the guidewire, it would no longer advance. The doctor suspected the issue was due to either the guidewire or the catheter versus tortuous anatomy. The catheter was removed, and a new solex 7 catheter was placed. The new catheter advanced over the guidewire without issue. Ivtm therapy was initiated, and no further problems were encountered. There were no consequences or impacts on the patient.